Manufacturer narrative:
One used primary plum set was received for inspection. As received, no damage or anomalies noted. The set was leak tested and a leak was observed. The clave was disassembled and a bent spike and torn seal were observed. The probable cause of the bet spike is unknown and cannot be determined without return of used mating device. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm. Upon investigation, leak was observed on set. There were patient involvement and delay in therapy but no adverse event. No one was harmed as a result of the reported event.